Event description:
The customer reported the system failed to boot up and produce fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, the lemo connection was tightened. The system was found to be operating as intended.